Event description:
The customer's husband reported high blood glucose. Customer stated would put in new infusion set and not able to get insulin. Customer's blood glucose was 600 mg/dl. Troubleshooting was done. Customer treated high blood glucose with injection. Performed high pressure test and test passed. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).